Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the customer, that the front cpc connector on the motor drive unit appeared worn. It was unknown by the customer, if there was any patient or case involvement. There was no known patient consequences.